Manufacturer narrative:
(B)(4). The pump passed the displacement test, sleep current test, active current test and self test. The power management tool indicated abnormal behavior of the aa battery (unloaded vaa voltage) as shown on the power management graph and confirmed unexpected battery power loss and charge/battery lasts less than expected due to moisture damage on the electronic assembly.

Event description:
Information received by medtronic indicated that the customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that timing was less than eight hours from the low battery alert to the replace battery alert. Customer stated that the battery was not previously used and the battery cap not loose, cracked or damaged. Customer stated that was the second occurrence of replace battery alert or replace battery now alarm in less than eight hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.